Event description:
A CI Scan confirmed the electrode had migrated about a third out of the cochlea. The surgeon plans to revise with the same implant, but with a back-up ready, if needed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.